Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-06372 for the first spyscope ds ii, report number for the second spyscope ds ii and report number 3005099803-2023-06371 for the spy ds controller. It was reported to boston scientific corporation that the two spyscope ds ii access & delivery catheter and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) and per-oral cholangioscopy (poc) procedures performed for the diagnosis of stricture in the bile duct on (B)(6) 2023. During the procedure, the first spyscope ds ii malfunctioned after a couple of minutes of usage and then five grey dots appeared across the screen. A second spyscope ds ii was then used; however, no image appeared and went back to the initial start-up screen asking them to connect the device. The spyscope ds ii was unplugged and re-plugged from the spy ds controller, but the image was not displayed. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.